Manufacturer narrative:
Reported event failure to interrogate was not confirmed. The device was in backup vvi mode upon receipt. A non-maskable-interrupt (nmi) had occurred and caused the device to revert to back up operation. This is consistent with exposure to cautery during explant. Device image revealed that parameters were changed to maximum output for both channels, and the battery would not support normal functionality at this level. Further analysis performed in nominal settings after reloading product code found no anomaly, device was able to be interrogated successfully, and voltage had reached eri level. Longevity assessment was performed and the device exceeds the projected longevity, which is considered normal battery depletion.

Event description:
It was reported that the pacemaker (pm) exhibited failure to interrogate. The pm was explanted and replaced. The patient was in stable condition.